Event description:
A home pt (hp) contacted baxter's technical service center (tsc) for assistance regarding a system error 2240 alarm that was received during dwell 4/4 of their automated peritoneal dialysis therapy utilizing their homechoice machine. Reportedly, the hp's cat punctured the pt line of the homechoice set. Baxter's tsc assisted the hp in ending therapy early. Therapy was completed manually. No pt injury was associated with this incident, however, the pt was treated prophylactically with antibiotics as a result of this incident.